Manufacturer narrative:
(B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that the patient underwent an implantation of an intraocular lens (iol) which was extracted in the same procedure due to a folding issue involving the haptic. It was stated that there was an incision enlargement during removal of the lens along with 1 stitch. No patient injury reported. No additional information provided.